Manufacturer narrative:
(B)(4).

Event description:
Reported as "pump power failure". The report states, "time of second event with autocat 2 wave console (s/n (B)(6): 1/16/23 around 21:00 rt called to patient room - console found off and alarming continuous beep. Pump turned back on and restarted, also changed to different red outlet. Pump sent to biomed for inspection." No report of patient harm or injury. Additional information states that there was no medical intervention required and that the patient is stable. See associated MDR 3010532612-2023-00048.

Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. Additionally no recorder strip was returned for investigation. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a and corrected data: n/a.

Event description:
Reported as "pump power failure". The report states, "time of second event with autocat 2 wave console (s/n (B)(6)): (B)(6) 2023 around 21:00 rt called to patient room - console found off and alarming continuous beep. Pump turned back on and restarted, also changed to different red outlet. Pump sent to biomed for inspection." No report of patient harm or injury. Additional information states that there was no medical intervention required and that the patient is stable. See associated MDR 3010532612-2023-00048.